Event description:
Customer thinks the insulin pump is not working correctly. Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 686 mg/dl. Customer was vomiting. Hospital treated with insulin drips. The current blood glucose reading is 467 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.